Manufacturer narrative:
Taper: rapidport ez strain relief. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. When adjusting band volume, use of an inappropriate needle may cause access port leakage and require reoperation to replace the port. Use only lap-band ap system access port needles. Do not use standard hypodermic needles, as these may cause leaks. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient's lap-band system was "diagnosed with a leak. During the port replacement procedure, the surgeon found that the tubing had fractured." The port was removed and replaced.

Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the received rapidport ez with strain relief. The port tubing was separated approximately one and a half inches below the strain relief. An additional piece of port tubing was provided which contained the ss connector. Red particulate matter was noted on the port housing, port base, and strain relief. Scratches were noted on the port, and needle marks were noted on the port septum. The port septum was discolored, and was noted to be blue in appearance. A port leak test was performed, and no leakage was noted. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. Testing was also performed on the additional piece of tubing and no blockage was noted. Under microscopic analysis, the port tubing attached to the access port was noted to have a surgical end cut, consistent with the removal of the device. The additional piece of port tubing housing the ss connector was noted to have a surgical end cut, consistent with the removal of the device. Yellow particulate matter was noted on the inner surface of the strain relief. Needle marks were observed on the port septum.